Manufacturer narrative:
Date rec'd by MFR: 01aug2019. This event has already been reported on (B)(4), MFR 2031642-2019-03144. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the navigation-ring was bad - the settings were jumping around. There was no patient involvement.